Event description:
A stryker pain pump2 was placed following a shoulder surgery. The catheter broke during the removal and a portion of the catheter remained inside the body. The nurse who removed the catheter reported that resistance was met during the removal process. Additionally, it was reported that the catheter may have been cut by a staple. The catheter was detected in a x-ray and 4-5 inches were successfully retrieved.